Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high out of range pacing impedances on a competitor¿s right ventricular (rv) lead. Further investigation also identified high rv thresholds, intermittent loss of capture and noise which was oversensed leading to inappropriate shock therapy, pacing inhibition and asystole greater than two seconds. The patient experienced dizziness and episodes of ventricular fibrillation (vf) and torsades de pointes. The rv was suspected to be fractured. It was also reported that this crt-d detected low pacing impedances a competitor¿s right atrial (ra) lead. The device and competitor¿s leads were explanted and replaced without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.